Manufacturer narrative:
Samples of returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requriements. A product inquiry records review was conducted and there have been no other inquiries of any type received involving this lot number.

Event description:
Suture breakage: customer reports that suture broke easily during pediatric procedure. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 reporting of incident once medical device family initially reported assuming incident could recur.